Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's sensor readings were off from his blood glucose. Customer stated he had sensor readings in the 150 to 299 mg/dl range, while his blood glucose was 570 mg/dl and 600 mg/dl, and vice versa. Nothing further reported.